Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called for help on 8110 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: tech. Get with error code a 13.1033.149 which is a software fault on unit needs to reflash software on unit, the software on unit is either corrupt or wrong software version, if flash fails units has to be serviced.